Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell while playing and hit his head against the sidewalk. A large hematoma formed near the implant site and the patient reported no longer having hearing sensation with the device. No product deficiency is alleged.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. Additionally, diagnostic imaging indicates two channels to be extra cochlear; however, a full insertion was achieved during initial implantation. This is a final report.

Event description:
The child fell whilst playing and hit his head against the sidewalk on (B)(4)2017. A large hematoma formed near the implant site and the patient reported no longer having hearing sensation with the device. Reportedly the explanted device was fully inserted in the cochlea at implantation. Whilst implanted, the patient reported being able to hear on all channels up to the accident. The patient was re-implanted.